Event description:
A customer complained after observing two non-reproducible, higher than expected vitros troponin I es results for two different patient samples using vitros trop I es reagent on a vitros 5600 integrated system. Patient 1 result: 0.321 ng/ml vs expected <0.012 ng/ml. Patient 2 result: 0.142 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It was not made clear as to whether the result for patient 1 was reported to a clinician. The result for patient 2 was not reported to a clinician. There were no allegations of patient harm made as a result of the events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros troponin I es results were obtained for two different patient samples using vitros trop I es reagent on a vitros 5600 integrated system. The assignable cause for the events is unknown; however, the possibility that inappropriate pre-analytical sample processing or an unexpected vitros 5600 system performance had contributed to the results could not be ruled out. The investigation found no evidence to suggest the vitros troponin I es reagent system had performed unexpectedly. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.